Event description:
According to the reporter, an obvious bubbles were found to overflow around the cuff when the tracheal tube was placed in sterilized water. The tracheal tube was replaced immediately, and a similar situation occurred again. After confirming that the mouth of the sterilized water bottle was not damaged and there was a quality problem with the tracheal tube, the tube was replaced again. There was no harm caused to the patient, but there was a delay on patient treatment.

Manufacturer narrative:
Concomitant medical product: 18870, 18870 7.0mm taperguard evac trachealx10 (lot#22e0559jzx) new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: 18870, 18870 7.0mm taperguard evac trachealx10 (lot#22e0559jzx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, an obvious bubbles were found to overflow around the cuff when the tracheal tube was placed in sterilized water. The tracheal tube was replaced immediately, and a similar situation occurred again. After confirming that the mouth of the sterilized water bottle was not damaged and there was a quality problem with the tracheal tube, the tube was replaced again. There was no harm caused to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, obvious bubbles were found to overflow around the cuff when the tracheal tube was placed in sterilized water. The tracheal tube was replaced immediately, and a similar situation occurred again. After confirming that the mouth of the sterilized water bottle was not damaged and there was a quality problem with the tracheal tube, the tube was replaced again, with no longer any leaks observed. There was no harm caused to the patient, but there was a delay in patient treatment.